Event description:
It was reported that patient experienced hemoptysis. A v-18 control wire was used during the implant procedure. However, the patient developed hemoptysis and the right heart catheterization was not conducted prior to deploying the sensor. The patient was admitted to the hospital overnight and was discharged on the following day as the hemoptysis resolved by itself. The physician believed that the guidewire caused the hemoptysis and not the non-bsc pressure-sensing delivery system.